Event description:
In 06, a pt successfully underwent stenting in the right internal carotid artery (ica). The pt experienced a retroperitoneal bleed from the site of the procedure arteriotomy post procedure. The pt was treated and discharged home in a week later. About 2 weeks later the pt called ems after complaining of increased abdominal discomfort. In the ambulance, the pt experienced 2 seizure episodes. The pt was given a dilantin infusion. No further seizure activity occurred, but the pt was worked up for restenosis at the site of the stent. Tests tentatively found some narrowing of the vessel at the proximal origin of the stent. The pt was hospitalized from that day until an unk date for seizure work-up and treatment of retroperitoneal hematoma and pseudoaneurysm.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.